Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 30mm mitral annuloplasty band, it was explanted and replaced with an annuloplasty band of the same model. The reason for the replacement was reported as the buckle suture on the annuloplasty ring holder was broken. The broken buckle suture affected the implant of the annuloplasty band, and after several unsuccessful attempts, a new device was used instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Section updated: b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the inner and outer packaging of the device was intact. The device was not fully sutured and tested due to the suture breakage. No additional adverse patient effects were reported.